Manufacturer narrative:
Trackwise # (B)(4). The device was returned to the factory for evaluation on 02/12/2021 a photograph was provided by the account. The aortic cutter was observed to be bent. The aortic cutter was observed to be deployed. An investigation was conducted on 03/08/2021. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on the body of the aortic cutter. The safety lock was disengaged with the cutter and spiral needle deployed. The cutter was in a deployed state with the actuation button approximately 1 inch inside the tool. The tip of the needle was observed to be bent. There were no other visual defects observed. Based on the returned condition of the device, the reported failure "material twisted/ bent needle" was confirmed. The DHR, shop floor paperwork was reviewed. The vendor certifies that this device serial/lot conforms to all applicable product specifications. The DHR, shop floor paperwork is available for review as an attachment to the record. He lot # 25155495 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
The hospital reported that during a coronary artery bypass procedure using hst iii system (3.8mm), when the customer opened the product, they found the aortic cutter bent. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise ID # (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure using hst iii system (3.8mm), when the customer opened the product, they found the aortic cutter bent. A replacement device was used to complete the procedure. The hospital did not report any patient effects.